Manufacturer narrative:
The investigation for the high purge pressure has been completed. Neither data logs nor product were returned for investigation. Clinical details report that tpa protocol was used to treat the high purge pressure, and within two days, the purge flows and pressures had returned to normal. That being said, since neither product nor data logs were available for investigation, the root cause of the high purge pressure could not be determined. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 53-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, purge flow gradually was decreasing from 9.4ml/hr to current 2ml/hr on the impella 5.5. High purge pressure alarms were occurring was well. Purge cassette did not resolve the issue. Tpa was initiated. It was further reported that the placement signal was not correlating to the patient¿s actual blood pressure. As the impella has been in used for over 30 days the sensor could potentially be failing. The staff will be monitoring motor current and flows.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. Neither data logs nor product were returned for investigation. The only clinical details provided suggest that the map on the console didn't match the number a blood pressure cuff was giving. The root cause of the optical signal issues could not be determined due to product and data logs not being returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-21100.